Event description:
A pt was admitted for carotid artery stenting. The target lesion was the internal carotid artery. There was no calcification but the vessel was mildly tortuous with 90% stenosis. An angioguard xp emboli capture guidewire system was positioned and deployed without difficulty. After post-dilatation (balloon: submarine, st. Jude medical. Size unk), the pt moved his body and blood flow stopped. Debris was suctioned from the angioguard filter basket with thrombuster catheter (kaneka medical co.), and the flow recovered normal. After the procedure, the pt developed mild hemiplegia due to tia. The physician commented that the debris could be flowed distal and caused tia. The pt is in stable condition, and no treatment is given for the tia. There are no other pt, lesion or procedural details available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.